Event description:
Reference number: (B)(4). Event occurred in united kingdom. It was reported that the patient faced adhesive event on (B)(6) 2026 as the tape was not sticking and the product was not adhering because of heat. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.